Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient asking if there will be any soreness, infection or discomfort with the implant device. Patient stated once in a while the programmer has turns it on will say connection lost and then it goes to her my therapy. Patient advised to contact her clinician with concerns and for advice.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that she was hurting pretty bad yesterday and just sore today. She did take a pain medication but doesn't like to do that. It was uncomfortable trying to sleep with the device on her back. Her skin is irritated and itching at her incision area from the tape. Patient mentioned soreness at her incision site and possible infection. Patient was encouraged to reach out to her clinician. Patient said she felt very shaky yesterday before she ate and wanted to know if that was because of the interstim as well as other questions about before and after procedure. Patient was referred to her clinician to better answer those questions. The issue was not resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.